Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort to obtain the information is currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced chest pain. Post pulsed field ablation (pfa) procedure a farawave 2.0 nav catheter was used. After the faraview case, the anesthesiologist informed that the patient was awake lamenting about pain in their chest, also a burning sensation. They had to give what was described as "level 2" pain drugs. The device is not expected to return as it was disposed.